Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubie drawer had constantly failed. A field service engineer cleaned and re-seated the board header connections for drawers. Due to having duplicate cubie failures for bogus pockets, the fse also replaced the drawer controller board and the bus interface board to allow the station to properly detect the pockets and recover valid duplicate cubie pocket. All functionalities have been successfully tested and verified in both the hta (hardware test application) and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 4.1 and 4.2 cubie drawer constantly failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.